Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. Patient stated that their sensor failed after 1.5 days and their insulin pump failed at the same time. The patient felt symptoms of hyperglycemia and diabetic ketoacidosis (dka). The patient's boyfriend drove her to the hospital and she was admitted to the emergency room (ER) for dka. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the buttocks. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).